Manufacturer narrative:
This medical device report (MDR) is being filed following our procedure governing MDR reports. Patient was hospitalized while wearing v-go 30. Adverse event assessor unable complete contact information of hospital staff member caller for further info. Device not available for technical evaluation.

Event description:
Staff member at hospital for diabetic pt. Using vgo 30 reported to valeritas customer care hyperglycemia resulting in hospitalization on (B)(6) 2017. The ae assessor is unable to speak with the caller/staff member caring for pt. For further investigation of this report as the contact information provided is incomplete/unavailable.

Manufacturer narrative:
Date of report: date corrected. Initial reporter corrected. Health professional checked. Occupation: nurse - reporter occupation. Date rec'd by MFR: date provided. Type of report: follow up #2. If follow up, what type?: correction checked.